Manufacturer narrative:
All inr results provided by customer are performed more than three hours between two readings. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed. Per tsr, user reported patient on antibiotic medication at the time of testing. Per product insert, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. This may be contributing cause to unexpected result." In-house testing has been performed on reported lot 234523 on (B)(6) 2011 with passing results as follows: date: (B)(6) 2011, inratio: 2.0, 2.1, 2.2, mean: 2.1, sd: 0.1, %cv: 4.76, result: pass. No further testing is needed. Patient's medications might have contributed to unexpected test results. Customer did not provide comparison test data. No product was expected to be returned. Retain strip test result comparison met accuracy criteria. Retain strip test result comparison met product performance criteria. As reviewed on (B)(6) 2011, (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 2.4. Date: (B)(6) 2011, inratio: 2.8. Date: (B)(6) 2011, inratio: 1.1. On (B)(6) 2011, patient tested twice and the tests were done back to back. Patient's therapeutic range is 2.5-3.0. Patient noticed some bruising on the arm. Patient noticed that it was more difficult than usual to obtain sample on (B)(6) 2011. Patient is back on coumadin.